Event description:
Reportable based on analysis completed on 10/17/2011. It was reported that during an embolization treatment procedure, the coil would not advance in the catheter. The patient was being treated for occlusion in the gastroduodenal artery prior to yttrium-90 therapy. While advancing the 6.0mm x 20cm interlock 2d coil in a .038" non bsc catheter, the coil became stuck midway. The coil and catheter were removed together and the procedure was completed with non bsc coils. There were no patient complications reported. However, device analysis revealed the coil was broken, fiber bundles were pulled off and the coil was protruding from the tip of the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product analysis revealed the coil, delivery wire, introducer, rhv, stopcock and the catheter were returned. The .038" 5f non bsc catheter was kinked towards the distal end and the coil was protruding from the distal tip. The delivery wire was also inside the catheter. The middle of the delivery wire was severely kinked. Blood was present inside the introducer sheath. The rhv was attached to the catheter hub and dried blood was evident in the rhv. The rhv was detached from the catheter hub; however, it remained stuck to the delivery wire due to the dried blood. It was not possible to advance the delivery wire in the catheter or remove the introducer which was stuck to the delivery wire due to the dried blood. After soaking the devices, the rhv and introducer sheath were successfully removed from the delivery wire, but the delivery wire remained stuck in the catheter. The catheter was cut and the delivery wire was removed; however, the coil was not attached. A significant amount of blood was removed from each of several incisions made in the catheter. The coil was visibly stretched. Sections of the catheter were removed from around the coil. The distal section of the coil remained cemented to the catheter even though several attempts were made to remove it. The coil that was removed was inspected. The proximal end of the coil was severely stretched and the coil interlocking arm had been pulled off. Flattened areas of the proximal end of the coil demonstrated the presence of welds. The interlocking arm was removed from the catheter covered in thrombus and dried blood. The dried blood was removed from the leg of the interlocking arm and witness marks were visible on the coil arm verifying where the coil had been welded onto the arm. The coil was further inspected and found to be slightly kinked, fiber bundles had been pulled off and a significant amount of dried blood was present on the remaining fiber bundles. Microscopic inspection revealed the zap tip shapes and surfaces of the coil and delivery wire were smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions were found to be in specification. The coil dimensions which could be measured were found to be in specification. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is considered user related as device analysis noted an incorrect catheter was used and continuous flush was not utilized per the dfu. The dfu states: "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. In order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained through the catheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).